Event description:
It was reported, the hydraulic jack was leaking. No adverse events are reported.

Manufacturer narrative:
It is unk at this time, if hydraulic fluid was leaking onto the floor. A f/u MDR will be filed should add'l, applicable info be identified.